Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot number. Implant date reported as (B)(6) 2010, exact date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient required total hip revision surgery due to a failed previously implanted trochanteric fixation nail. The failure was described as the parts coming loose. The patient experienced significant pain and the inability to ambulate as a result. The patient was revised to a total hip prosthesis. This complaint involves 3 devices. This report is 3 of 3 for (B)(4).